Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.

Event description:
The generator would not heat up to the set temperature from one of the ports and was accompanied with a burnt smell. There was no patient involvement.